Event description:
The customer reported that the sys would not emit x-rays. There is no report of pt injury or death.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported issue could not be duplicated. There was a cable replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.